Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the "breakage" that the physician experienced was "...related to [the] sacrospinous passage and bunching of the blue sleeve." The physician completed the procedure by using another uphold vaginal support system, without complications to the patient post-procedure.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the "breakage" that the physician experienced was "...related to [the] sacrospinous passage and bunching of the blue sleeve." The physician completed the procedure by using another uphold vaginal support system, without complications to the patient post-procedure.

Manufacturer narrative:
A DHR review did not reveal any manufacturing related issues which might have caused or contributed to this event. Visual analysis of the returned uphold mesh assembly showed that the both needles were missing from the mesh legs , confirming the reported detachment. Bunching was not observed on the dilators, which does not confirm the reported bunching. Visual and mechanical analysis of the returned capio device showed no defects; it operated freely and smoothly. The directions for use for the device includes the following precaution statement: 'avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.' The most probable root cause is that the tensile strength exerted on the suture material exceeded the ultimate strength of the material, or a design limitation. The probable root cause for the needle detachment was determined to be design.

Manufacturer narrative:
The device has not been received; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the device "broke." No information regarding the patient's condition, patient information, the exact device failure, or the event has been forthcoming.